Manufacturer narrative:
With regards to this complaint, one 23 gauge straight laser probe with dorc connector was received for investigation. In relation to this event a review of the device history record was performed. This review did not reveal any anomalies. Visual inspection of the returned product revealed no anomalies. Functional testing confirmed that the internal fiber was broken. The outer jacket of the fiber, however, was intact and prevented laser light from emerging directly. Root cause of breakage of the internal fiber is unknown, but is considered to be most likely related to random component failure without any design or manufacturing issue.

Event description:
During preparation for surgery it was noticed that the laser cable was damaged as laser light leaked from it. A new laser probe was used. There was no injury to the patient or the staff.